Event description:
It was reported that a cable on the monopolar curved scissors instrument was found to be broken. This was not discovered during a procedure. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one grip close cable to be broken at the distal idlers resulting in the pulley spinning freely. The cable broke under tensile loading. The other cables at the wrist are not damaged. Engineering concluded that the breakage is likely due to the cable wear on the pulleys combined with the high drive torques. Engineering also observed the distal end of the main tube to have various deep scratches concentrated on one side of the tube with material removed. Scratch marks are not aligned with the tube axis. Based on the location and appearance, the damage was most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.